Event description:
The reporter, who is the relative of the patient, reported the patient expired. The reporter stated the patient previously used; however, the patient was not using the device at the time of death. The patient was switched to a different (unspecified) device. The reporter had to make another call and was unable to answer any further questions. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.